Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The parent reported via telephone call that the blood glucose was reading high on the blood glucose meter, which meant that it was over 600 mg/dl. The customer was treated with manual injection. The parent reported that the infusion set was removed and the cannula was under the skin, but that the tip was bent.